Manufacturer narrative:
Device evaluation: "the device related to the reported event of rupture was received on (B)(6)2021 with lot number 2427101. Visual analysis of the returned device identified: fold creases and the device shell was broken. A weight test of the device was verified and the device was underweight. A microscopic analysis was performed which identified broken smooth, stress marks and wear abrasion. Based on the device analysis the final assessment is: a smooth edge broken in the side radius assessed as smooth opening."

Event description:
Healthcare professional reported left side "rupture". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device visual evaluation: visual analysis of the photographs identified: broken device is observed. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "rupture". Device has been explanted.